Manufacturer narrative:
Initial reporter information was not available on the medwatch form. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the tube feeding spike with flush bag was leaking. The tube feeding was connected with the purple spike and the tube began leaking.